Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter received and evaluated the device. The reported symptom system error 105 was confirmed and reproduced. It was caused by a failed motor. As a result, the motor assembly was replaced.

Event description:
T was reported that a pump was alarming for a system error 105. Any pt involvement, injury or med intervention is unk.